Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a removal of a bone spur from the right great toe in (B)(6) 2010. One month after the procedure, the pt experienced redness, swelling, clear drainage and painful foot. The pt was treated with compression, anti-inflammatories and steroid injections without improvement. The pt underwent surgical intervention with debridement of the bone wax.